Manufacturer narrative:
Approximate age of device - 2 years, 6 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with pump stop alarms and abdominal pain. A chest x-ray showed a sub-optimal position of the inflow cannula. It was reported that the abdominal pain was due to the pump overheating. An echocardiogram indicated that there had been an improvement in the patient's left ventricular function over the last few months and left ventricular recovery was expected. The patient's ejection fraction was 30-35% and the left ventricle was functioning well. The patient did not show any signs of heart failure. On (B)(6) 2016, the pump was explanted. It was reported that thrombus formation into the inflow cannula and the pump was observed by the surgeon. At 2 days post explant, the patient was stable on a low dose of noradrenaline. An echocardiogram showed good lv function and an ejection fraction of 40%.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus associated with a low flow condition. However, the reported suboptimal position of the inflow conduit could not be confirmed based on the evaluation of the returned pump and no images showing the misalignment of the inflow conduit were provided. Examination of the inlet tube, inflow graft, graft attachment, and returned portions of the outflow graft revealed depositions of loosely clotted blood and tissue-like clotted blood. Both the inlet elbow and outflow elbow were occluded with loosely clotted blood and grainy denatured blood. Upon disassembly of the returned pump, soft depositions of grainy denatured blood as well as hard, denatured blood were found throughout the body of the pump, occluding the blood flow pathway through the inlet and outlet stators and surrounding the entire rotor body. The hard depositions around the body of the rotor and surrounding the inlet bearing cup and outlet bearing ball were strongly adhered to the blood-contacting surfaces. All of the observed depositions appeared to have developed as a result of poor surface washing due to a low flow condition or interruption in flow through the pump. A specific cause for the interruption in flow could not be conclusively determined through this evaluation, however, it was reported that the position of the inflow conduit was sub-optimal and the patient had been demonstrating left ventricular recovery over a period of months leading up to this event. The depositions found in the pump would have caused increased rotor drag, resulting in the reported cessation of the motor, red heart alarms, and high pump power values recorded in the submitted system controller log file. The increased resistance on the rotor as a result of the deposition also appeared to have resulted in an extended period of elevated pump temperatures, consistent with the report of abdominal pain due to the pump overheating. The protective wrap around the driveline wires inside the pump housing appeared partially melted; denatured blood was adhered to the exterior of the pump housing; and the rotor¿s magnetic strength appeared to have been permanently degraded as evidenced by the pump¿s inability to reach its set speed during functional testing. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.